Event description:
During an atrioventricular nodal reentrant tachycardia procedure, during ablation, impedance readings were disturbed and the catheters on the map would shift and jump resulting in a procedure delay. The display workstation and amplifier were restarted, then the left leg and system reference patches were replaced and revalidated. The catheter was also replaced and the issue resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The magnetic sensors and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Additionally, no evidence of continuity between the sensor wires and the pull ring was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue /and subsequent delay remains unknown.